Event description:
False positive result (s). Customer reported that they had 2 people using 2 lots of flowflex and they both tested positive on the kits but when check by pcr they were negative. Customer has 20 kits left of those lots and no longer trusts the kits. They confirmed that there were 2 lines indicating positive

Manufacturer narrative:
Batch records for final product manufacture and qc record for cov2020196 and cov1110110 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process. Retention samples were tested for both lots and met the qc criteria and the issue was not found in the retained cassettess. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation. The following fields are updated: b4, "date of this report" - date of follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - updated to "additional information" and "device evaluation". H6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation. Conclusions" are added per investigation. H10 "additional narrative/data" - added manufacturer's narrative.

Event description:
False positive result (s). Customer reported that they had 2 people using 2 lots of flowflex and they both tested positive on the kits but when check by pcr they were negative. Customer has 20 kits left of those lots and no longer trusts the kits. They confirmed that there were 2 lines indicating positive